Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Second lead information: product description: evoke 12c percutaneous lead kit - 60cm. Model # : 103807. Catalog#: 1008. Serial/lot #: (B)(6). Manufacture date: 24july 2023. Expiration date: 23 july 2024.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray identified migration of both leads. Reprogramming attempts were completed but unable to restore adequate pain relief. The evoke scs system was explanted.